Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. The philips remote service engineer (rse) inspected the system onsite and confirmed that the system will not come up at all. Rse inspected the system on-site and confirmed the reported issue. Rse noticed all the pcs are powered on, but the ts switch was dark. Rse replaced the footswitch cable. After replacement of the footswitch cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura xper fd10 system will not come up at all.